Event description:
It was reported that the customer was hospitalized. The caller stated that the infusion set had crimped tubing, which caused her hospitalization. Advised the caller to have the customer or the mom call in to report the issue since she is not authorized to call for the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.